Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported product could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The treatment appears to be related to circumstances of the procedure as the dislodged stent was pushed against the artery wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Sus voluntary event report mw5065949.

Event description:
Sus voluntary event report received states: xience alpine everolimus eluting coronary stent system 2.25mm x 15 mm 2.5, ref# (B)(4) manufactured by abbott. The device was being used during a procedure. The stent fell off the device without the stent deploying properly. Undeployed stent could not be removed safely and had to be pushed against the coronary artery. No additional information was provided.